Event description:
Information was received from a company representative on (B)(6) 2015. The physician does not remember any details of this case as this was over 12 years ago. The physician called the patient¿s father while the representative was there. Patient¿s father stated that the device was intentionally left off since 2003. The patient and family did not feel the device was helpful and chose to leave it off. The patient does not want the device turned back on. The md had no comment on why the device was not helpful as the case was too long ago to remember. It is likely the patient did not give the device enough time to work and had not yet reached optimal settings when therapy was discontinued.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings were programmed to settings that are indicative of an interrupted system diagnostic test. No additional programming history was available. No patient adverse events were reported.